Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic hysterectomy, the upper jaw was broken off from the proximal end and fell into the patient as the device was pulled back after the upper jaw got stuck in the tissue when the device intended to clamp the vaginal stump. The broken piece was retrieved from the patient via trocar port. No pieces were left inside the patient. There is no damaged tissue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m9359t. The device was returned with the upper jaw detached returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.